Manufacturer narrative:
Reported event: an event regarding disassociation, metallosis/ fretting and periprosthetic fracture of the femur involving an unknown accolade stem was reported. The event of disassociation was confirmed based on clinician review of the provided medical records. Metallosis/fretting and periprosthetic fracture was not confirmed. Method & results: product evaluation and results: not performed as no product was returned evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: on (B)(6) 2019 an operative report for ¿right hip revision arthroplasty of the acetabular and femoral component with open reduction, internal fixation of the greater trochanter¿ was performed for a pre- and post-operative diagnosis of ¿failed right total hip arthroplasty¿. The operative report describes spinal anesthesia and an anterolateral approach. The report notes, ¿. Huge amount of metallosis. Head ball remained in the poly. Removed head ball . Removed poly . Cup well-fixed . Changed to a 48 mdm poly . Removed stem with osteotomes . Fracture of greater trochanter. Which had been eaten away by the metal debris . X-ray includes one undated, unlabeled ap of the pelvis with poor quality resolution demonstrating bilateral uncemented total hip arthroplasties. The left is reduced and in nominal position and the right notes the stem trunnion eccentrically over the modular head, consistent with disassociation. The poor quality x-ray does not allow interpretation of the acetabular component. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: on (B)(6) 2019 an operative report for ¿right hip revision arthroplasty of the acetabular and femoral component with open reduction, internal fixation of the greater trochanter¿ was performed for a pre- and post-operative diagnosis of ¿failed right total hip arthroplasty¿. The operative report describes spinal anesthesia and an anterolateral approach. The report notes, ¿. Huge amount of metallosis . Head ball remained in the poly . Removed head ball . Removed poly .cup well-fixed. Changed to a 48 mdm poly .removed stem with osteotomes . Fracture of greater trochanter . Which had been eaten away by the metal debris . X-ray includes one undated, unlabeled ap of the pelvis with poor quality resolution demonstrating bilateral uncemented total hip arthroplasties. The left is reduced and in nominal position and the right notes the stem trunnion eccentrically over the modular head, consistent with disassociation. The poor quality x-ray does not allow interpretation of the acetabular component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of explanted devices, surgical pathology report, readable dated serial x-rays and follow up subsequent notes to (B)(6) 2019 are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It's reported by the attorney, through the filing of a legal claim, that the patient sustained injuries as a result of a stryker hip system implanted on (B)(6) 2006.